Manufacturer narrative:
Evaluation method - the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a female patient had a skin irritation underneath the lifevest. The patient's skin was oozing puss and blood. Patient ended use of the lifevest and was to seek treatment from a plastic surgeon. The outcome of the irritation is unknown.